Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-op, the drill was broken and was stuck in the handpiece. There was no patient involvement.

Manufacturer narrative:
H3: device analysis found that only a portion of the inner assembly was placed in a small resealable bag and returned in a plastic sleeve. Upon return, traces of dark residue were observed at the distal end of the inner hub and on the inner shaft near the distal end of the inner hub. It was also observed that the inner shaft was broken, and the distal end (outside diameter) of the inner hub was deformed. The distal end (outside diameter) of the inner hub shall measure 0.330 ± 0.002 inches and measured up to 0.359 inches in deformed area which was out of specification. The functional testing could not be performed due to damaged condition of the device upon return. The complaint was confirmed, due to an out of specification condition. H6: initially submitted codes fdm b17, fdr c20, fdc d16 and img g04041 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.